Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm x 3.50mm, eccentric, de novo target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. A 3.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, the stent was struck and the mid portion of the stent was distorted. The physician decided to deploy the stent distal to the target lesion and the stent delivery system was then removed. Subsequently, a 3.00x32 promus element¿ stent was deployed over the distorted stent. No patient complications were reported and the patient's status was stable.